Event description:
Customer's family member called to report that customer passed away. Family member was not sure if customer was wearing the pump at time of death. Customer's death is listed as unk/natural causes. Contacted customer's dr. And nurse it was stated the the customer was found dead in their home.